Manufacturer narrative:
Device was used for treatment, not diagnosis. Khoury, a., leibergall, m., london e., mosheiff, r. (2002) percutaneous plating of distal tibial fractures. Foot &ankle international. Vol. 23, no. 9, 818-824. Israel. This report is for unknown 4.5mm broad dcp, unknown part number, unknown lot number, unknown quantity. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article: khoury, a., leibergall, m., london e., mosheiff, r. (2002) percutaneous plating of distal tibial fractures. Foot &ankle international. Vol. 23, no. 9, 818-824. Israel. This article presents a retrospective study on 24 patients who undergone surgical procedures for distal tibial fractures between 1994 and 1999. Seven females and 17 males aged 19 to 96 participated in the study. All patients sustained an isolated leg injury due to domestic falls, road traffic accidents, or twisting injuries. Patients suffered from different fractures categorized according to the ao/ota classification. Patients were treated with reconstruction plate or dynamic compression plate (dcp) or clover leafe plates. The 3.5mm reconstruction plate and 4.5mm dcp are manufactured ao/synthes. Follow up was conducted for a period of two to four years. Radiographic evaluation was conducted six weeks after the operation. Ankle joint stability and range of motion were checked immediately after fixation. There were other complications reported however, the manufacturer of those tibial fixation are unknown. Those complications will not be assessed in this report. The following complications for ao/synthes devices were reported: patient (ls) implanted with 4.5mm broad dcp. Additional primary iliac bone grafting was performed due to bone loss. Procedure was done percutaneously through a small incision. This is report 1 of 1 for (B)(4). This report is for an unknown with 4.5mm dynamic compression plate (dcp).